Event description:
It was reported that this right atrial (ra) lead with this pacemaker was exhibiting intermittent far field oversensing that led to inappropriate atrial tachy response (atr). Technical services (ts) reviewed the programming for this device and optimizing for the patient. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction fields: h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead with this pacemaker was exhibiting intermittent far field oversensing that led to inappropriate atrial tachy response (atr). Technical services (ts) reviewed the programming for this device and optimizing for the patient. This pacemaker and ra lead remain in service. No adverse patient effects were reported.